Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. Subsequently a revision procedure was performed, and this ra lead was surgically abandoned. Another ra lead was implanted to complete the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Field b1 adverse event/product problem was inadvertently left blank in the previous submission.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. Subsequently a revision procedure was performed, and this ra lead was surgically abandoned. Another ra lead was implanted to complete the procedure. Additional information provided the patient had a coronary bypass surgery. After the surgery the ra did not capture. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. Subsequently a revision procedure was performed, and this ra lead was surgically abandoned. Another ra lead was implanted to complete the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.